Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a compromised force sensor system when they were priming the insulin pump. The customer¿s blood glucose level was 98 mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer did not want to send the insulin pump back. The device will not be returned for analysis.